Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding(general)") in a 32-year-old female patient who had essure (batch no. 787229) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo-provera from 2001 to december 2010. Concurrent conditions included obesity, umbilical hernia, nasal congestion and dry cough. Concomitant products included ibuprofen (advil). On (B)(6) 2011, the patient had essure inserted. In may 2011, the patient experienced depressed mood ("sad"), anger ("mad") and irritability ("irritable"). In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In january 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced vision blurred ("vision blurry"), the first episode of weight increased ("weight gain") and the first episode of vaginal discharge ("vaginal discharge"). On (B)(6) 2012, 1 year 9 months after insertion of essure, the patient experienced nausea ("nausea"). In december 2012, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced depression ("depression"). In september 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problem/ bladder or problems or changes"), psoriasis ("psoriasis"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). In october 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ severe abdominal pain"), back pain ("severe back pain") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced urinary tract disorder ("urinary problem/ urinary problems or changes"), nervous system disorder ("neurological problems"), visual impairment ("vision problems"), the second episode of weight increased ("weight gain"), abdominal pain lower ("cramping"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of vaginal discharge ("abnormal vaginal discharge"), the first episode of hypersensitivity ("allergic or hypersensitivity reaction"), the second episode of hypersensitivity ("allergic reaction"), allergy to metals ("nickel allergy") and rash ("rashes"). The patient was treated with surgery (total hysterectomy remove coils along with a bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, nervous system disorder, visual impairment, the last episode of weight increased, fatigue, nausea, migraine, abdominal pain, abdominal pain lower, dyspareunia, the last episode of vaginal discharge, the last episode of hypersensitivity, allergy to metals and rash had not resolved and the female sexual dysfunction, vision blurred, psoriasis, depressed mood, anger, depression, irritability, headache, back pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anger, back pain, bladder disorder, depressed mood, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, irritability, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psoriasis, rash, urinary tract disorder, vaginal haemorrhage, vision blurred, visual impairment, vulvovaginal pain, the first episode of hypersensitivity, the first episode of vaginal discharge, the first episode of weight increased, the second episode of hypersensitivity, the second episode of vaginal discharge and the second episode of weight increased to be related to essure. The reporter commented: patient sought medical attention for her syrnptoms. Patient still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: case became medically confirmed. Concomitant conditions are added. Product, potient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding(general)") in a 32-year-old female patient who had essure (batch no. 787229) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo-provera from 2001 to december 2010. Concurrent conditions included obesity, umbilical hernia, nasal congestion and dry cough. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depressed mood ("sad"), anger ("mad") and irritability ("irritable"). In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced vision blurred ("vision blurry") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced nausea ("nausea"), 1 year 9 months after insertion of essure. In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced depression ("depression"). In (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problem/ bladder or problems or changes"), psoriasis ("psoriasis"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ severe abdominal pain"), back pain ("severe back pain") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced urinary tract disorder ("urinary problem/ urinary problems or changes"), nervous system disorder ("neurological problems"), visual impairment ("vision problems"), abdominal pain lower ("cramping"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), allergy to metals ("nickel allergy") and rash ("rashes"). The patient was treated with surgery (total hysterectomy remove coils along with a bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, nervous system disorder, visual impairment, fatigue, nausea, migraine, abdominal pain, abdominal pain lower, dyspareunia, allergy to metals and rash had not resolved and the female sexual dysfunction, vision blurred, psoriasis, depressed mood, anger, depression, irritability, weight increased, headache, back pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, vulvovaginal pain, vaginal discharge and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anger, back pain, bladder disorder, depressed mood, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, irritability, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psoriasis, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Patient still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2019: quality safety evaluation of ptc, event weight increased, hypersensitivity and vaginal discharge deleted. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding(general)") in a (B)(6) year-old female patient who had essure (batch no. 787229) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo-provera from 2001 to (B)(6) 2010. Concurrent conditions included obesity. Concomitant products included ibuprofen (advil). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced mental disorder ("mad"), depressed mood ("hormonal changes describe: sad") and irritability ("irritable"). In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced the first episode of vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurry") and the first episode of weight increased ("weight gain"). On (B)(6) 2012, 1 year 9 months after insertion of essure, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problem/ bladder or problems or changes"), fatigue ("fatigue"), psoriasis ("rashes or skin conditions type: psoriasis") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ severe abdominal pain"), back pain ("severe back pain") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced the first episode of hypersensitivity ("allergic reaction"), urinary tract disorder ("urinary problem/ urinary problems or changes"), abdominal pain lower ("cramping"), nervous system disorder ("neurological problems"), allergy to metals ("nickel allergy"), rash ("rashes"), the second episode of vaginal discharge ("abnormal vaginal discharge"), the second episode of weight increased ("weight gain"), visual impairment ("vision problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and the second episode of hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with surgery (she had a total hysterectomy remove coils along with a bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, abdominal pain lower, dyspareunia, fatigue, migraine, nausea, nervous system disorder, allergy to metals, abdominal pain, rash, the last episode of vaginal discharge, the last episode of weight increased and visual impairment had not resolved and the mental disorder, depressed mood, irritability, vaginal haemorrhage, menorrhagia, the last episode of hypersensitivity, female sexual dysfunction, headache, psoriasis, depression, dysmenorrhoea, back pain, vulvovaginal pain and vision blurred outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, bladder disorder, depressed mood, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, irritability, menorrhagia, mental disorder, migraine, nausea, nervous system disorder, pelvic pain, psoriasis, rash, urinary tract disorder, vaginal haemorrhage, vision blurred, visual impairment, vulvovaginal pain, the first episode of hypersensitivity, the first episode of vaginal discharge, the first episode of weight increased, the second episode of hypersensitivity, the second episode of vaginal discharge and the second episode of weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Patient still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-feb-2018: reporters added and updated patient demographics. Concomitant disease, laboratory data, concomitant drugs were added. Updated suspect drug indication and lot number. Added events hormonal changes describe: sad, mad, irritable, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type, apareunia (inability to have sexual intercourse), depression, psoriasis, headaches, dysmenorrhea (cramping), vaginal pain, severe back pain, vaginal discharge, vision blurry, weight gain. On (B)(6) 2016, she explanted essure. Updated events and onset date. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.